Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), pump was doing nothing. The customer reported blood glucose value of 380 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: troubleshooting was performed for the event.the event involved product(s) mmt-1880l, mmt-397a, mmt-332a. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported high bgs. No further patient complications were reported. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the functional tests, including the self test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. Successfully downloaded history files and traces using thump. In further full review of the pump history on the event date of jul 08, 2024 found daily total of bolus insulin delivered to be 13.3 units. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. Pump received with a scratched case, pillowing keypad overlay, stained keypad overlay, cracked case, cracked battery tube threads, and cracked case on the battery tube side. No device problem found during full functional testing. Alleged cosmetic damage was confirmed where cracked battery tube threads and cracked case on the battery tube side was noted. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.